Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had been undergoing infusion therapy for the treatment of pulmonary arterial hypertension with remodulin (treprostinil). Patient reported pump alarms and attempted multiple reloads and restarts, but alarms recurred. Patient delayed reporting, thinking it might be her fault. Later, noted clear threads on pump were broken and intermittently blood visible in the line. Pump history showed only 0.5 ml remodulin infused over 2.5 days at rate of 0.034 ml per hr. Patient reported no noticeable changes in condition. Clinic rn adjusted her infusion rate to slowly titrate her back to full dose to prevent adverse event. Event occurred during while in use with patient and operator of device was patient and event occur at patient home. There was no patient involvement and reported no harm.